Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(4) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge due to perpetual rebooting. Receiver download retrieved and attached: failed - perpetual rebooting. Functional test: failed - unable to perform due to perpetual rebooting. Receiver download was reviewed and customer complaint was confirmed via data. The reported event of loss of connection was confirmed a root cause could not be determined.